Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assemblies also, with corroded motor home switch. The insulin pump had cracked case corner of the belt clip rails near the battery compartment and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device would not turn on after customer took a bath. Customer had changed the battery. Customer's blood glucose was unknown. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.